Event description:
On (B)(6) 2015, it was reported to animas that the pump had an unspecified history and settings issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.